Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported powerpicc solo with bleed back out of the red lumen. The event did not involve an urgent situation or a delay to treatment. Catheter was not removed or replaced. Patient was not harmed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of bleed back from a powerpicc solo catheter is confirmed, but the root cause could not be determined. One video of a dual lumen powerpicc solo catheter was returned for evaluation. An initial visual observation of the video showed a powerpicc solo catheter inserted into a patient with abundant blood residues around the insertion site. The red lumen was observed to be leaking blood from the solo valve in the returned video. There were no distinguishing features in the video of the device which could aid in identification of a specific root cause. Possible causes of this failure include excessive blood residues causing the valve to remain open, or potential manufacturing related discrepancies. This complaint will be recorded for future trending and monitoring purposes.